Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact on the customer's blood glucose level. Technical support took action by replacing the pump and confirmed that the customer was informed about the replacement. A replacement pump was used as backup therapy.